Event description:
It was reported by the patient's mother that the patient was hospitalized with hyperglycemia that progressed to diabetic ketoacidosis (dka) after being unable to activate the pod while at work. The patient had tried activating two pods, which both provided an error and would not activate so they were not wearing a pod, due to error messages when activating when their blood glucose increased. The patient's blood glucose levels reached 791 mg/dl, and experienced symptoms including vomiting, weakness, and dehydration. The patient was admitted to the emergency room on (B)(6) 2025, and treated in the intensive care unit ICU with an insulin drip and intravenous fluids to address dehydration. The patient was discharged on (B)(6) 2025, following medical intervention, the patient was able to activate a new pod and was able to activate a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ICU admission and dka. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. Beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. Welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. Puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158".